Manufacturer narrative:
The device that was reported as discarded did arrive. As viewed through the sheath, the proximal end of the coil has been severely buckled. As viewed outside the sheath, the buckled section is full of contrast. The coil's socket ring has been bent distally into the proximal end of the coil. The coil cannot be advanced past a blockage consisting mainly of contrast with blood and protein as less concentrated. A 0.014" guide wire was used to push the blockage outside the introducer sheath. A copious amount of a blood mixture consisting of blood, contrast, and protein has adhered to the ball tip. The dried contrast adhering to the entire coil preventing the secondary winding from occurring. After cleaning, the contrast was removed and the secondary shaping can now occur. Except as noted, the remainder of the coil is undamaged. The coil was returned damaged at the proximal end. There are two possible contributing factors to the root cause. The evidence suggests that the primary contributing factor to the root cause was due to distal interference in the form of detached debris. The debris was in the form of a blood mixture consisting of blood; contrast; and protein. Contrast appears to have been the majority of the debris. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems...¿ in addition; without the return of the unidentified microcatheter and the rotating hemostatic valve (rhv) used in the procedure; it cannot be determined if these components may have an additional contribution to the complaint event. The secondary possible contributing factor to the root cause may have been due to a misalignment of the green introducer at the hub to microcatheter junction or the overtightening of the adjustable gasket on the rhv. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿caution: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally; if the introducer tip and microcatheter hub are misaligned; damage may occur to the microcoil as it passes through this transition.¿ although a definitive conclusion cannot be made, based on the analysis, it appears that interference in the microcatheter was the primary cause of the event. Other contributing factors appear to be procedural in nature. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
There was reported difficulty getting the deltaplush coil through sheath and touhy into the microcatheter. Failure analysis found that the proximal end of the coil was kinked.